Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced poor vision. The iol was repositioned under mydriasis, but the haptic has already been broken. The iol was exchanged for a different model and diopter iol in a secondary procedure. Additional information was requested.